Event description:
It was reported the patient had problems with the device. The patient turned up stimulation weeks ago because of pain. The patient was feeling tingling and ¿kept rising¿ and could feel into her upper body, ¿like the chest.¿ a week postoperatively, the rep asked the patient if she felt tingling in her stomach because the patient had a weak stomach due to medications. The patient stated ¿well yea¿ and the ¿rep stated¿ if she ¿felt it in her stomach it could kill her.¿ the patient felt it rising up into her chest cavity and her ¿heart went crazy.¿ the patient had turned it down. The patient couldn¿t turn it off because of the pain severity. The stimulation was still in the correct area and she felt it where it should be. A few days ago the patient developed a severe cough and couldn't breathe. Upon realizing what was going on, the patient lowered the stimulation, which helped the patient with her breathing and cough. The patient had a cough since (B)(6) because the patient caught the flu in mid-(B)(6) and had it for two weeks. It was unclear when the patient developed the cough. The patient started to feel better and that is when she started to increase stimulation to get more pain relief. The patient was spitting something gray up for hours. The patient had severe nausea, but that was gone since she lowered stim. Everything went away since the patient lowered stimulation. The morning of this report, the patient¿s pain was so severe she had to turn stimulation up again. The patient didn¿t feel tingling because she lowered it. As soon as the unit was turned on, it ¿kicked on¿ and was set at a higher number that she had days ago. The patient had charged it two days ago. This was the third time this had occurred. The patient waited 3 minutes for adaptive stim (as) to kick in and it ¿still went back.¿ the patient had double checked it before moving to the next position. This all started happening in (B)(6). The first two times it happened then, ever since the MRI and the unit was shut down. The patient had an MRI for her foot and shut the unit down before the scan. The MRI was not because of the implant. The second time it happened was a month ago. The patient was redirected to her hcp and rep. The patient had not been in contact with the health care provider (hcp) yet but would contact him to coordinate an appointment with the manufacturer representative (rep). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Complaint-ill defined verbatim: "heart went crazy" and "spitting something gray up for hours."